Manufacturer narrative:
(B)(4). Concomitant medical products: bmet arcom ap pat w/wire 31mm catalog # 11-150826 lot # 189710, vanguard cr ilok fem-lt 67.5 catalog # 183030 lot # 231010, biomet cc cruciate tray 75mm catalog # 141234 lot # j3465523, cobalt g-hv bone cement 40g catalog # 402283 lot # 232350, cobalt g-hv bone cement 40g catalog # 402283 lot # 156410. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that the patient underwent left total knee arthroplasty. Subsequently, the patient underwent a manipulation due to arthrofibrosis and limited range of motion one month post operative. Additionally, the patient was revised approximately one month later due to arthrofibrosis and limited range of motion. The polyethylene bearing was removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.